Event description:
It was reported that the forward trigger was sticking in cordless driver during surgery. The device kept turning with the trigger stuck in the "run" position. The bone eventually stripped and excessive bone was removed, they had to re-drill in a different part of the femur. The procedure was completed successfully without a clinically significant delay, no medical intervention were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device would not run properly. The e box was determined in need of replacement. The trigger was deformed. The affected e box and trigger assembly were replaced along with other components not associated with the failure. The driver passed all final inspection activities and returned to the account.

Event description:
It was reported that the forward trigger was sticking in cordless driver during surgery. The device kept turning with the trigger stuck in the "run" position. The bone eventually stripped and excessive bone was removed, they had to re-drill in a different part of the femur. The procedure was completed successfully without a clinically significant delay, no medical intervention were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.